Manufacturer narrative:
Device 2 of 2 (see MFR# 1627487-2010-01932 for device 1). Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records were reviewed. Review of the DHR found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. (See MFR# 1627487-2010-01932 for device 1).